Event description:
A boston scientific resolution clip was used to close a defect in an ulcer. Once deployed, the clip was seen bent and did not attach to tissue. The clip was safely removed with a rat tooth forceps. The esophagus was examined and no damage was seen.